Manufacturer narrative:
(B)(6). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available

Event description:
It is reported that the patient is being scheduled for a revision for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision due to tibial bearing wear approximately 17 to 18 years post-implantation. The tibial bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.